Manufacturer narrative:
H.6. Type of investigation code b14: a review of the manufacturing records for this device verified the lot met all pre-release specifications. H.6. Type of investigation code b01: the evaluation of the returned device was able to confirm that the tip of the catheter leading olive was separated from the remainder of the leading olive which remained bonded to the guidewire lumen shaft. The cause of the tip of the leading olive breakage could not be determined with the currently available information; however, the reported difficulty removing the packaging material may have impacted how the physician gripped and pulled on the packaging mandrel and leading olive. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Type of investigation updated code b21 to b01, b13, b14. H.6. Investigation findings updated code c21 to c070603 and c19. H.6. Investigation conclusions updated code d16 to d15.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient was treated for a zone 9 abdominal aortic aneurysm. During the procedure, the physician prepared a gore® excluder® aaa endoprosthesis for implant. Difficulty was experienced while attempting to remove the packaging mandrel from the device, and when it was finally removed, it also broke off part of the delivery catheter leading olive. This was not noticed by the physician, and the device was inserted into a gore® dryseal flex sheath. No unusual resistance was felt as the device was advanced into the sheath, but the sharp end of the broken leading olive cut the valve of the sheath, resulting in minor bleeding. Estimated blood loss was 100ml, no blood products given. The sheath was replaced, and the procedure was completed without further incident. The patient tolerated the procedure. The delivery catheter and mandrel will be returned for evaluation. The fsa had no information on the sheath, and it was discarded at the facility.